Event description:
Boston scientific received information that this pacemaker was explanted due to infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
This device was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available.